Event description:
It was reported that during an intracranial artery stent procedure (contrary to IFU) the unit was unable to cross the lesion and upon removal the stent was partially dislodged from the balloon. The balloon was inflated to secure the stent against the wall of the guiding catheter. All the components were removed as a unit. The stent was then re-mounted on a competitor's balloon (contrary to IFU) and the competitor's balloon was inflated. Upon inflation there was a catastrophic intracranial arterial rupture and the pt expired.